Event description:
It was reported that during post dilatation, after stent implantation of a mildly tortuous, moderately calcified, de novo, mid left anterior descending artery, the voyager nc ((B)(4)) ruptured at 4 atmosphere (atm). A leak of contrast media was observed from the balloon during the pressurizing. A second voyager nc ((B)(4)) was used, however, the balloon ruptured around 4 atm as well. It was noted that 5 different balloon dilatation catheters, including a third voyager nc were used for post stent dilatation to complete the procedure. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the lot number was not available, however, the lot number has been identified. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, mildly calcified and 99% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the calcified lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the voyager may have aided the investigation in determining a cause for the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A supplemental report will be submitted with all relevant information. The additional voyager nc device is being filed under separate medwatch report.